Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('numerous pelvic pain with heaviness'), menometrorrhagia ('menometrorrhagia'), embedded device ('right essure insert was in subserosal position in right horn'), uterine leiomyoma ('2 intracavitary fibromas / leiomyoma') and adenomyosis ('adenomyosis') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), adenomyosis (seriousness criterion medically significant), device dislocation ("left essure insert was well placed but in a very external position"), dysmenorrhoea ("dysmenorrhea"), arthralgia ("joint pain especially in shoulder and right elbow"), headache ("unusual, very intense and frequent headaches"), eye disorder ("ocular disorder"), dizziness ("dizziness"), middle insomnia ("insomnia and awakening at night"), abdominal distension ("bloating"), syncope ("vasovagal malaises"), speech disorder ("speech disorders"), memory impairment ("memory disorders"), depression ("depression"), neck pain ("neck pain"), myalgia ("muscle pain"), eczema ("skin reaction, like aczema"), rash ("skin rash"), tendonitis ("tendonitis"), uterine adhesions ("sus-isthmic central synechia"), dysuria ("terminal dysuria"), fatigue ("significant tiredness"), tinnitus ("tinnitus"), uterine disorder ("granuloma in right uterine horn region"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), back pain ("intense and unusual pain in lower back") and pain in extremity ("intense and unusual pain in legs (both sides)") and was found to have uterine leiomyoma (seriousness criterion medically significant) and submucous leiomyoma of uterus ("small submucosal anterior myoma"). The patient was treated with surgery (essure removal by hysterectomy and bilateral salpingectomy, radio-frequency ablation on (B)(6) 2017, radio-frequency endometrial ablation on (B)(6) 2017, and removal of fibromas via hysteroscopy (B)(6) 2013. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dizziness, syncope, speech disorder, depression, dysuria, back pain and pain in extremity had resolved, the menometrorrhagia, uterine leiomyoma, adenomyosis, menorrhagia, dysmenorrhoea, submucous leiomyoma of uterus, eye disorder, abdominal distension, neck pain, myalgia, eczema, rash, tendonitis, uterine adhesions, fatigue, uterine disorder, ear disorder, nasal disorder and pharyngeal disorder outcome was unknown and the arthralgia, headache, middle insomnia, memory impairment, and tinnitus was resolving. The reporter considered abdominal distension, adenomyosis, arthralgia, back pain, depression, device dislocation, dizziness, dysmenorrhoea, dysuria, ear disorder, eczema, embedded device, eye disorder, fatigue, headache, memory impairment, menometrorrhagia, menorrhagia, middle insomnia, myalgia, nasal disorder, neck pain, pain in extremity, pelvic pain, pharyngeal disorder, rash, speech disorder, syncope, tendonitis, tinnitus, uterine adhesions, uterine disorder, uterine leiomyoma and submucous leiomyoma of uterus to be related to essure. The reporter commented: during essure insertion procedure the endocervix was normal,examination of the endometrium showed one anterior fibroma partially intracavitary, and normal endometrium. Essure insertion was performed on (B)(6) 2009 with no incident, 3 trailing coils on each side. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging. In 2019: major diffuse adenomyosis, susitsthmic central synechia; left essure insert was well placed, but in a very external position, right essure insert was in subserosal position in right horn. Pathology test. In february 2013: leiomyomas no malignancy; in january 2017: some foci of superficial adenomyosis and a leiomyoma (5 mm) and no sign of malignancy.; in january 2020: presence of large lesions of adenomyosis on the myometrial wall, and presence of granuloma in the right uterine horn region.. Ultrasound pelvis - in february 2010: nothing remarkable. Based on the available information, a review of our complaint records, and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('numerous pelvic pain with heaviness'), menometrorrhagia ('menometrorrhagia'), embedded device ('right essure insert was in subserosal position in right horn'), uterine leiomyoma ('2 intracavitary fibromas / leiomyoma') and adenomyosis ('adenomyosis') in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), adenomyosis (seriousness criterion medically significant), device dislocation ("left essure insert was well placed but in a very external position"), dysmenorrhoea ("dysmenorrhea"), arthralgia ("joint pain especially in shoulder and right elbow"), headache ("unusual, very intense and frequent headaches"), eye disorder ("ocular disorder"), dizziness ("dizziness"), middle insomnia ("insomnia and awakening at night"), abdominal distension ("bloating"), syncope ("vasovagal malaises"), speech disorder ("speech disorders"), memory impairment ("memory disorders"), depression ("depression"), neck pain ("neck pain"), myalgia ("muscle pain"), eczema ("skin reaction, like aczema"), rash ("skin rash"), tendonitis ("tendonitis"), uterine adhesions ("sus-isthmic central synechia"), dysuria ("terminal dysuria"), fatigue ("significant tiredness"), tinnitus ("tinnitus"), uterine disorder ("granuloma in right uterine horn region"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), back pain ("intense and unusual pain in lower back") and pain in extremity ("intense and unusual pain in legs (both sides)") and was found to have uterine leiomyoma (seriousness criterion medically significant) and submucous leiomyoma of uterus ("small submucosal anterior myoma"). The patient was treated with surgery (essure removal by hysterectomy and bilateral salpingectomy, radio-frequency ablation on (B)(6) 2017, radio-frequency endometrial ablation on (B)(6) 2017 and removal of fibromas via hysteroscope (B)(6) 2013). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dizziness, syncope, speech disorder, depression, dysuria, back pain and pain in extremity had resolved, the menometrorrhagia, uterine leiomyoma, adenomyosis, menorrhagia, dysmenorrhoea, submucous leiomyoma of uterus, eye disorder, abdominal distension, neck pain, myalgia, eczema, rash, tendonitis, uterine adhesions, fatigue, uterine disorder, ear disorder, nasal disorder and pharyngeal disorder outcome was unknown and the arthralgia, headache, middle insomnia, memory impairment and tinnitus was resolving. The reporter considered abdominal distension, adenomyosis, arthralgia, back pain, depression, device dislocation, dizziness, dysmenorrhoea, dysuria, ear disorder, eczema, embedded device, eye disorder, fatigue, headache, memory impairment, menometrorrhagia, menorrhagia, middle insomnia, myalgia, nasal disorder, neck pain, pain in extremity, pelvic pain, pharyngeal disorder, rash, speech disorder, syncope, tendonitis, tinnitus, uterine adhesions, uterine disorder, uterine leiomyoma and submucous leiomyoma of uterus to be related to essure. The reporter commented: during essure insertion procedure the endocervix was normal,examination of the endometrium showed one anterior fibroma partially intracavitary, and normal endometrium. Essure insertion was performed on (B)(6) 2009 with no incident, 3 trailing coils on each side. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - in 2019: major diffuse adenomyosis, susitsthmic central synechia; left essure insert was well placed but in a very external position, right essure insert was in subserosal position in right horn. Pathology test - in (B)(6) 2013: leiomyomas no malignancy; in (B)(6) 2017: some foci of superficial adenomyosis and a leiomyoma (5 mm) and no sign of malignancy.; in (B)(6) 2020: presence of large lesions of adenomyosis on the myometrial wall, and presence of granuloma in the right uterine horn region.. Ultrasound pelvis - in (B)(6) 2010: nothing remarkable.. Amendment: the report was amended for the following reason: this case will be deleted from bayer pv database. Nullification reason: it was identified as duplicate of case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.